Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and additional information received from the reporting party. No sample was received for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. Information received for this complaint indicated that the pump was filled to 255ml, not 86ml as originally reported. The directions for use (dfu) (1303046, rev. G) table 1, notes that the minimum fill volume for this pump is 150ml. The reported fill volume was 255ml should flow approximately 48 hours. The dfu also contains a caution statement: filling the pump less than nominal results in faster flow rate. No adverse event occurred. In addition, the dfu states that the delivery times are approximately, and have an accuracy of +/- 15% when pump is filled to nominal. A review of the lot history found no confirmed complaints for fast flow for the reported lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Fast flow. The pump infused in 27 hours instead of 48 hours. No adverse event occurred. Reported fill volume was initially 86ml, but was revised to 255ml.